Event description:
On (B)(4) 2014 - placing powerglide and it advances fine, catheter advances fine. While attempting to pull back on white handle. Device would not retract. Slid out of patient slowly once patient was relaxed.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexl0831 showed no other similar product complaints from this lot number.